Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated inconsistent total beta human chorionic gonadotropin (access tbhcg) results below the normal reference range for one patient. The difference between the two results was outside the assay precision claims. The erroneous results were reported out of the laboratory. It is unknown whether there was any effect or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. No system check or qc data was supplied to date. Two instrument serial numbers, (B)(4), were provided. The device manufacturing dates are 06/21/2007 and 09/18/2007, respectively. The customer was not reporting any assay or hardware issues at the time of event. No root cause can be determined for this event with the data supplied.